Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter needle failed to retract as the button was jammed. The following information was provided by the initial reporter: "vat rn successfully placed an IV on a patient on (B)(6) 2021 without any issues. However, when vat rn went to disengage the needle after gaining access to the patient's vein, the needle was unable to retract in the safe housing when the button was pushed. The button was jammed and unable to be pressed. The exposed needle was carefully disposed of safely in the sharps container in the patient's room"

Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. A device history record review showed no non-conformances associated with this issue during the production of this batch. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc pro shielded IV catheter needle failed to retract as the button was jammed. The following information was provided by the initial reporter: "vat rn successfully placed an IV on a patient on (B)(6) 2021 without any issues. However, when vat rn went to disengage the needle after gaining access to the patient's vein, the needle was unable to retract in the safe housing when the button was pushed. The button was jammed and unable to be pressed. The exposed needle was carefully disposed of safely in the sharps container in the patient's room."